Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device was speaking (B)(6) instead of (B)(6). Incorrect language configuration may lead to an inability to understand the device, which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Event description:
The distributor contacted heartsine to report that their device was speaking german instead of french. Incorrect language configuration may lead to an inability to understand the device, which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be speaking german language. It could not be confirmed that the outer box was labelled with product type 350p german as these had been discarded by the customer. The device was scrapped by heartsine and the customer was provided with a replacement device.